Event description:
It was reported that the patient was undergoing a procedure to replace his neurostimulator. Following the procedure the patient "coded," and external defibrillation was applied. The patient's system was interrogated, and while no power-on-reset was recorded, all impedance measurements were above 10,000 ohms. Due to time constraints it was not possible to re-run measurements at a higher voltage, and the patient was hospitalized. Three days later, it was reported that the patient was doing great. His tremor was almost back to baseline. The left side control was completely back to normal. The right side had some break through tremor, but this was present before the cardioversion, and had not changed. Impedance measurements were re-ran at 3.0 volts and were within normal limits.

Manufacturer narrative:
(B)(4). Continued from concomitant medical products: lead model 3387s-40 lot# v378034 implanted: (B)(6) 2010 explanted: na; lead model 3387s-40 lot# v378034 implanted: (B)(6) 2010 explanted: na; extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; recharger model 37651 serial# (B)(4).